Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an hour glass and a line through the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/19/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory features. No lines or scratches were observed on the display. The investigation was unable to duplicate the reported display issue. Unrelated to the reported issue, the verify screen was found to be dim and discolored.